Event description:
User received a low sodium result for one pt sample. The initial result was 126 mmol per l, repeat on another analyzer was 136 mmol per l. The original result was not verified and the erroneous result was not reported.

Manufacturer narrative:
The user stated they put on fresh internal standard and diluent which improved performance of the assay. The field service representative also determined the electrodes were installed backwards and reinstalled them. He ran diagnostic checks, calibration and qc.